Event description:
It was reported that distal tip detachment occurred requiring an additional intervention. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during procedure, the tip of the wire broke off. The detached device was snared and removed from the patient's body. The procedure was completed successfully with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection revealed that the guidewire was bent and detached at the distal tip section. Additionally, the core wire was detached. No more issues or damages were observed on the device.

Event description:
It was reported that distal tip detachment occurred requiring an additional intervention. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during procedure, the tip of the wire broke off. The detached device was snared and removed from the patient's body. The procedure was completed successfully with no patient complications reported.